Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to internal battery fault was observed. The device's internal li-ion battery and power management board were replaced to address the issue. Additional findings not related to the above findings, due to an error code the device's detachable battery was replaced. The device is missing rubber feet and handle o-rings. And "check the cycle of motor a device".